Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found a broken pitch cable at the proximal clevis hub. The clevis did not exhibit any wear. Broken strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist of the instrument were undamaged. The cable crimp was still intact. The customer reported complaint does not itself constitute a reportable event; however, the broken pitch cable and the missing crimp found during failure analysis could likely cause or contribute to an adverse event, if the malfunction were to recur. This report does not admit that the report or information submitted under this report constitutes an admission that the device, intuitive surgical or intuitive surgical employees, caused or contributed to the reportable event.

Event description:
It was reported that during a da vinci hysterectomy procedure, a broken cable was observed on the pk dissecting forceps instrument. There was no allegation that any fragment(s) from the instrument fell into the patient and/or that any patient harm, adverse outcome or injury occurred involving the reported instrument.